Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user¿s device failed to charge despite multiple attempts using different outlets and charging pads. The device displayed a flashing green light and was unable to power on, leading to a replacement being arranged. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.